Manufacturer narrative:
Device #2: investigation is not complete. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00253 and 1043534-2010-00318.